Event description:
It was reported to resmed that an astral device triggered an audible alarm with error message indicating a device circuit fault. There was no pt injury or harm reported as a result of this incident. MFR # 3004604967-2015-00110.